Event description:
On (B)(6) 2013 the patient contacted animas alleging that he lost the cartridge cap the previous day and awoke the morning of (B)(6) 2013 with elevated blood glucose (bg) of 480mg/dl with increased thirst and increased urination. The patient was reportedly able to bolus with the pump by holding the cartridge tightly and his bg came down to 213mg/dl. The patient was advised to order a new cartridge cap and to come off the pump and use a back-up plan for insulin delivery until the new cartridge cap arrived. There was no pump defect alleged or identified; the cause of the reported bg excursion was determined to be continued use of the pump without the cartridge cap. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with a missing component.

Manufacturer narrative:
The product was not requested back, as there was no product defect found. The reported incident has been attributed to use of the pump without a cartridge cap; there was no malfunction alleged against the pump or the cartridge cap.